Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing with hole near IV channel connector. The hole was very small and it just leaked the fentanyl drip on the floor after it was primed and placed correctly in the channel."

Manufacturer narrative:
Concomitant products: hospira 100ml bag of fentanyl citrate and 0.9% sodium chloride lot: 53-069-jt exp: march 9, 2016; therapy date (B)(6) 2015. The customer¿s report of the set leaking was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment measuring 0.0602 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional testing and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.